Event description:
It was reported that the coil of the lead was causing a bump in the patients back. The patient underwent a revision procedure wherein the bump was flattened. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.